Event description:
It was reported that: while the device was ventilating a pt, the family was present in the room and heard a pop sound and observed that the ventilator shut down and stopped functioning. The pt was transferred to another device. No pt injury.